Event description:
It was reported that the pt underwent a sling procedure during 2000. In 2004 urethral erosion of the mesh was noted. A urethral lysis and removal of mesh was performed one week later.